Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 3006705815-2024-01295. It was reported that the patient experienced ineffective therapy. Further investigation revealed the leads have migrated. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 where the patient's leads were explanted and replaced with a new lead to address the issue. Therapy restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.